Event description:
According to the available information, the slit in the side of the device did not appear flush with the shaft. The surgeon felt that it could be traumatizing to the ureter and did not want to use it. A new device was opened and the case was completed without issue.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the slit in the side of the device did not appear flush with the shaft. The surgeon felt that it could be traumatizing to the ureter and did not want to use it. A new device was opened and the case was completed without issue.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't find another complaints regarding the lot number 8638692. Checking the quality databases did not reveal any anomaly in relation to the described defect. Without a sample we cannot do more than documentary investigation which revealed no anomaly during production. According to the documentation process we note that orange sheath was controlled by our quality laboratory which revealed product conformed. At the end of the manufacturing process each axxl101002 was assembled and controlled at 100%: no difficulty or blockage must be observed. For this complaint the risk evaluation has been done based on the risk criteria from the procedure for risk management reference (B)(4) , doc no. (B)(4) version 5.0. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.